Manufacturer narrative:
(B)(4). The device is not available for evaluation as it was thrown away after the case. (B)(4).

Event description:
According to the reporter: patient underwent a small bowel resection procedure. The surgeon used the device to close the peritoneum. Hours later, the patient came back to the operating room because the peritoneum had fallen into the belly. The surgeon had to perform a small bowel resection due to the tacks not holding the peritoneum. The patient has been discharged. "Ical" conditions (e.g., allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)? Na. Is there any evaluation of the event by the attending physician, surgeon, hospital representative, or healthcare professional?